Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the rapid atrial pacing display on the external pulse generator was missing segments. It was further noted that the generator was due for its calibration. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the interconnect flex was creased. It was also noted that the ring cover and one side rail cover was broken.

Manufacturer narrative:
Further analysis was performed on the interconnect flex assembly. This analysis confirmed the crease found during service and repair of the device. Bench analysis was performed on the flex assembly, no anomalies or intermittent operation observed. Conclusion: no defect found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.